Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively established. Review of the submitted log files revealed no notable events or alarms and captured the pump functioning as intended at the fixed speed. Multiple attempts were made to obtain additional information regarding the reported events and the pump's return status; however, no further information was provided. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including respiratory failure and death, that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was in respiratory failure that quickly decompensated to shock. The patient was placed on extracorporeal membrane oxygenation (ECMO) support. Log files captured routine events.

Manufacturer narrative:
B5 narrative information . H1 - type of reportable event - death. H6 - adverse event problem code. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the patient passed away on (B)(6) 2024 due to respiratory failure.